Event description:
It was reported that during a laparoscopic hysterectomy procedure, the teflon pad was loose. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.